Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while setting up the 980 ventilator to run sst, the ventilator went inoperative with diagnostic codes indicating an issue with the direct current (dc)-dc converter printed circuit board assembly (pcba). Review of the diagnostic codes indicate the "typical" set of codes which would indicate a dc -dc converter pcba issue. The device was not available for evaluation. When the customer reached out to service personnel (sp) for assistance, based on the codes, sp suggested that the customer to replace the dc-dc converter pcba. Review of the dc-dc converter pcba image identified unknown residue on the board, however no thermal damage to the pcba or any capacitors was observed. With the information available, the reported event was suspected to be a potential fault in the dc-dc converter pcba. If a failure of the dc-dc converter pcba were to occur while in use on a patient, the ventilator response would be to either enter into back up ventilation or a total loss of ventilation to the patient. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up the 980 ventilator to run sst, the ventilator went inoperative with diagnostic codes indicating an issue with the direct current (dc)-dc converter printed circuit board assembly (pcba). There was no patient involved.